Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, cracked pod and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). For treatment, the patient's blood glucose (bg) values reached over 600 mg/dl. The patient was vomiting. The patient was given intravenous (IV) fluids and a insulin drip. The patient was also given diagnostic tests. The patient was also given pepcid and zofran and tylenol. The patient was transferred to the ICU (ICU). The pod was removed 3 to 4 hours prior to going to the hospital. The patient was still at the hospital.